Event description:
During index procedure the patient had one endeavor rapid exchange rx drug-eluting stent was successfully deployed to the right posterior descending. Approximately 14 months 3 weeks post index procedure the patient underwent revascularization of right posterior descending and lateral. Approximately 24 months post index procedure . The patient suffered a gi bleed. The bleed was treated by ablation using endoscope. The patient is reported to be in remission. Investigator indicated that the reported event was related to the study device.

Manufacturer narrative:
Results: haemorrhage. Conclusions: haemorrhage. (B)(4).

Event description:
Additional information received advised that investigator has indicated that the previously reported gi bleed was not related to the study device. The event was attributed to a gastric ulcer due to a helicobacter pylori infection. Treatment was the discontinuation of aspirin and ticlopidine.